Event description:
The user facility reported a 83-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that the patient suffered a stroke. The patient required increased inotropic support and they were eventually weaned off of support.

Manufacturer narrative:
The impella device was not returned by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report 1220648-2023-03729 in accordance with updated procedures. F6/f8. Should have been left blank on the initial manufacturer device report number 1220648-2023-03729 in accordance with updated procedures. G1. Reporting contact email revised on manufacturer device report 1220648-2023-03729 in accordance with updated procedures. G1. Reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03729. H6. Component code revised from the initial submission in accordance with updated procedures.